Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021 the customer reports knocked out thread. This report is for one (1) inserter f/ten. This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
: Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: investigation summary: visual inspection: the complaint device (inserter f/ten) was returned for investigation. Examination of the returned device found damaged threads confirming the reported condition. Additionally, nicks are visible at the inferior surface of the cross bars. Functional test: the mating device (hammer guide f/ten) cannot be threaded correctly to the inserter, remains loose. Yes, the complaint can be confirmed based on the available information. Investigation conclusion: the reported condition of the complaint device (inserter f/ten) is confirmed. Examination of the returned device found damaged threads, consistent with over torque when the mating components are not matched correctly. This complication could have contributed to the device interaction issue with its mating component. Additionally, nicks are visible at the inferior surface of the cross bars. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/ specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history record (DHR) review: part: 359.219, lot: l609635, manufacturing site: hägendorf, release to warehouse date: 24.nov.2017. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.